Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a blank display and a button error alarm on the insulin pump. Customer also had a battery out limit alarm. Customer stated that it was caused by normal wear and tear. Customer reported that none of the buttons are responding. Customer's blood glucose level was 130 mg/dl. Troubleshooting was performed and the customer stated that the display returned after inserted a new battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. A replacement battery cap will be shipped as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.